Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4008swc was removed on (B)(6) 2019 due to failure to osseointegrate 14 days after implantation. The patient has no significant medical history. The patient has recovered without complications.